Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 300 units of insulin. Additionally, it was reported that the cartridge was leaking at the septum. Reportedly, the cartridge was reloaded and insulin delivery was resumed. There was no reported impact to customer¿s blood glucose.